Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a fluid leak under the right side of the front bottom door of the coulter lh 750 hematology analyzer. Customer reported the leak was contained within the instrument. Customer reported that the volume of the leak was about 10 ml customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the lyse delivery line was leaking. The fse replaced the lyse delivery line and the leak was remediated.

Manufacturer narrative:
(B)(4).